Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the pump not receiving readings from the non-tandem continuous glucose monitoring system, the basal software was unable to adjust insulin delivery. Customer's blood glucose (bg) was over 500mg/dl. No additional information was provided by the customer. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.